Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to glare and halos. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.